Event description:
Within 2 minutes of starting hemodialysis, pt became sob, cold and clammy, and had a flushed face. Dialysis stopped. Blood pressure was 150/p, 02 at 3l. Md was notified. Pt transported to hosp, dialyzed there without incident. Pt was not admitted, was discharged to home. Md diagnosis of dialyzer reaction. Pt has dialyzed on this type of dialyzer previously without incident. This dialyzer was preprocessed on ist use.